Event description:
It was reported that the right ventricular thresholds varied from 2 v - 2.5 v, 1 ms in both the unipolar and bipolar out- put configurations due to non-optimal placement of the lead. Lead repositioning is planned to take place in (B)(6) 2010. In the mean time, output will be increased from 3.5 v, 1 ms to 5.0 v, 1 ms. The patient is dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was undersensing, even reprogramming the sensitivity to 0.5 mv did not change the intermittent undersensing. The lead was explanted and replaced.